Event description:
The biomedical engineer reported that the multigas unit was giving an external gas error. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multigas unit was giving an external gas error (gf-210ra sn: (B)(6)). No patient harm reported. Investigation conclusion: in summary, serial numbers (B)(6) have version 2 of cd-314p. These units require firmware upgrades. The root cause of the error message on serial number (B)(6) was due to design change flaw which caused pumps with new/different specifications to be used in manufacturing. CAPA 19-016 has been opened to address the issue and is in progress. The overall risk is high. Disposition of complaint: tracking and trending will be conducted as part of CAPA 19-016 effectiveness check as well as during quarterly qa review. Additional device information: d11 & c2: concomitant medical device information bedside monitor model: mu-910ra. Sn: (B)(6).

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an external gas error. They replaced this unit with another one and it operated without issue. The unit that failed was warmed up between 45 minutes - 1 hour. They are measuring desflurane. No signs of physical damage or fluid intrusion. The aux cable was properly connected. This problem occurred during a procedure. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: bedside monitor, mu-910ra, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was giving an external gas error. No patient harm reported.